Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mav633635e / expiration date: 14-mar-2023 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no dev rtn to MFR? No. Mfg date: 15-sep-2021. Labeled for single use:yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), after cutting the micra tether a sudden rise in pacing threshold was observed. The tether was also blocked in the handle when trying the remove it. The ipg was at tempted not used and replaced. No patient complications have been reported as a result of this event.